Event description:
On 05/14/2015, cardinal health received a copy of maude event report # mw5039937, which was submitted to the FDA by the user facility. The report stated the following: "patient having procedure on subarachnoid hemorrhage. Mynx system was used to close the artery. Mynx failed to deploy. Patient okay and was transferred to recovery post surgery in stable and good condition." Date of event: (B)(6) 2014 date of the report: (B)(4) 2014. The sales professional reported the following information on 05/20/2015: the patient was not hospitalized as a result of this event. Manual compression of an unknown duration was held to achieve hemostasis. There was no patient injury associated with the mynx device.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1430704) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).